Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 377mg/dl. The caller stated that the drive support cap was protruded. Advised the father that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.